Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fms connect interface cable stopped working. Just need replacement. (B)(4). There were no patient consequences the following additional information was received via phone from the sales rep on (B)(6) 2018: the sales rep reported that during the procedure when the customer's fms vue interface cable was connected to the pump, the pump would read that there was a shaver connected to the cable but there was no shaver connected to the cable. The sales rep stated that the cable was connect to a smith and nephew box prior to on accident causing the device to fry. The sales rep stated that the facility did not have another cable to be able to swap out to. The case was completed with the device but with difficulty due to suction not working probably because of the device not reading correctly with the pump. There was no harm to the patient but there was a 60 minute delay in the procedure due to the failure. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and visually inspected. There were no visual signs of defects or damage. When we connected the device to a fms vue pump, the blue light emitting diode(led) in the device illuminated as expected. But, the shaver speed window on the pump displayed a shaver speed. It is indicated that the device was not functioning properly. The complaint is confirmed. A possible root cause of the defect could be a defective component on the printed circuit board inside of the device. A review into the depuy synthes mitek complaints system revealed no similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no non conformance were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.